Manufacturer narrative:
This report is filed on (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed infection at implant site and the patient was treated with IV and oral antibiotics (date and duration not reported), however the issue could not be resolved. Subsequently the infection progressed resulting in extrusion of the receiver-stimulator. On (B)(6) 2016 the patient underwent skin flap rotation surgery to clean and suture site.